Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-00856 and 3005099803-2017-00972 for the associated device information. It was reported to boston scientific corporation that a wallflex partially covered esophageal stent and a cre wireguided balloon were used in a patient with an approximately 8cm length malignant lesion in the gastro esophageal junction during a gastroscopy procedure in the distal esophagus performed on (B)(6) 2017. According to the complainant, during the procedure, the stricture was dilated using a cre wireguided balloon (the subject of MFR report# 3005099803-2017-00972) prior to stent placement and a wallflex partially covered esophageal stent (the subject of MFR report# 3005099803-2017-00856) was implanted without issue. On (B)(6) 2017, during an x-ray, the wallflex partially covered esophageal stent was noted to have migrated distally in the esophagus and a perforation was noted. The stent was removed using a snare and a new wallflex esophageal stent was implanted, which the physician noted was also to treat the perforation. According to the complainant, in the physician¿s assessment, the wallflex esophageal stent did not cause or contribute to the perforation. However, the physician was unsure whether the cre balloon might have been related to the perforation, though it was confirmed that there was no malfunction/deficiency of the device. The physician was unsure when the perforation occurred or what exactly caused the perforation as there was resistance when advancing the scope through the strictured area. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.